Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient said they were at the MRI facility now, they needed an MRI of their brain but they were unable to activate MRI mode because they kept getting no device found. During the call the patient was not able to connect to their implanted neurostimulator which was located on the left side. The patient said they could feel it, they used to have another kind of stimulator on their right side in the past but that was taken out and they have had mris before and just powered their equipment off in order to get the mris. Patient said they have not had any other accidents or medical tests or procedures. The issue was not resolved through troubleshooting, by closing the app and repositioning the communicator and retrying. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they got the stimulator for fecal incontinence and it never worked they will try to get it taken out and they think it had migrated. The patient also mentioned they have titanium in their body. The patient also said they said they were a college graduate and the system was too compl icated to operate they had given up. The patient  said they were waiting for a call back from their doctor, their implanting doctor was in virginia but they moved to florida and didn't have a doctor in florida, one gastroenterologist they saw said they don't work with interstim . Offered and sent listings. The patient called back repeating information previously reported in this case. The patient stated they went for a brain MRI scan as a preventative thing and could not get connected to turn it off for an MRI. The patient stated they tried for a half hour and tried with the assistant who knows more than them and they could not get it to connect. The patient stated they received an email but when thy clicked bowel therapy or urological, it did not work and they could not enter their zip code. The agent reviewed email and the patient confirmed on the call that they were able to see physician listing in email they received once they scrolled down. The patient stated there didn't seem to be a lot of help for this device and that they wished they didn't have it. The patient stated it's been a "pain in the neck". The patient inquired about reps in their area. Reviewed rep process overview. Patient stated they will follow up with physician in listing they received. No further action taken by patient services. The patient called back regarding previously reported events, repeating that they need to get a head MRI today, but they couldn't get their external device to connect to the ins. The patient stated that they had gotten an MRI by the end of july last year at the same MRI place, and they were able to get it off. Patient also repeated that they had never been able to use it much, and that they wanted to have it removed, and they didn't like it because it was not helping. The patient reiterated that it didn't help them, it's too complicated, and they find it really difficult to use. The agent walked the patient through connecting to the ins. The patient was able to successfully connect and confirmed that the MRI mode is currently activated. The agent reviewed that while the MRI mode is active the therapy is off, and the patient insisted on having the therapy off. Agent reviewed that as long as they have the ins, they would still have to connect to it and put it into MRI mode even if they leave the therapy off. Patient understood.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.